Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3 (from yes to no, as the device was not returned for evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image flickering during manipulation was resolved by re-connecting the camera connector. The cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer further reported that the endoscopic salpingectomy procedure was delayed for less than 10 minutes. No additional anesthesia to the patient was required. The customer confirmed that the intended procedure was completed using the same equipment with no adverse outcome to the patient or procedure. The device was inspected prior to use and no abnormalities were observed. No device will be returned to olympus for evaluation.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the patient needed to undergo an endoscopic salpingectomy due to ectopic pregnancy. During the operation, the image from the visera elite video system center was flickering intermittently. Thus, the image was unclear, the doctor immediately stopped the operation and could only wait for the image to be restored. The user reconnected the camera connector and continued the operation to stop bleeding in time. Following the operation, the patient¿s signs were observed to be stable and the follow up work such as suture was completed. There was no death, injury or health damage reported.